Event description:
Caller reported difficulty pressing the wake button on the pump, requires multiple attempts to activate the screen. There was no adverse impact to the caller¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.